Event description:
Patient reports going to the dentist because the retainers are increasing the recession, and the dentist confirmed the gum recession is serious and recommended to stop the byte treatment due to mucogingival deformities thin gingival biotype genetically. Pain is reported at level 7 and recession and sensitivity have increased. Inflammation, sensitivity, discomfort, fitting and tmj (temporomandibular joint) was also noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.